Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed the date of event is unknown. The date entered is the date reported " either the (B)(6) or (B)(6) 2020." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, " replace sensor," when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer experienced shaking and was unable to move and focus. Hcp contact was made and the nurse administered glucagon for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.